Event description:
Procedure: lap chole. According to the reporter: air leakage occurred from 5mm port. Roti grasp was used in the port. A cracked piece was found and retrieved. Used other device. There was no additional bleeding, no tissue damaged, and operative time was not extended more than 30 minutes. No pt info available.

Manufacturer narrative:
(B)(4)